Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a leak on the right side of the hydro area in the unicel dxc 600 synchron chemistry analyzer. The customer was unable to determine the origin of the leak. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and cleaned the no foam leak. The fse repaired the connection at the 90 degree elbow and no further leaks were observed. Repair was verified per established procedures.